Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The customer reported a similar event for another device with the same product code. See MDR number 1118880-2016-00098. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was leaking from the valve; blood loss was less than 250ml; the procedure was completed successfully; and the patient was reported as in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00097 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surround lots. A visual examination of the retention samples confirmed there were no visual defects. In addition, functional testing on the samples met manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00097 to provide the sample evaluation results.